Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device was not possible. A review of the manufacturing records showed no anomalies. (B)(4).

Event description:
It was reported to medtronic neurosurgery that during the implantation surgery the lp catheter kit broke because the neurosurgeon's handling of the product was too hard. A new lp catheter kit was used to complete the procedure. It was also reported that the patient's current status is normal and that there was no impact.

Manufacturer narrative:
The returned catheter was patent. It met requirements for the leakage, tensile strength, and ultimate elongation tests. A large v-shaped hole was observed in the catheter material at the proximal flow holes. It is unknown how or when the damage occurred. A review of the manufacturing records showed no anomalies. The instructions for use that accompanies the device cautions that to avoid transection of the catheter, the catheter should never be withdrawn through the touhy needle. If the catheter needs to be withdrawn, the tuohy needle and catheter must be removed simultaneously. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.